Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) was 505mg/dl. Customer administered a manual injection to address elevated bg. Reportedly, customer cleaned the speaker holes and cleared the alarm.